Manufacturer narrative:
(B)(4). Stricture is a known potential complication of endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The patient was treated with standard method of dilation. These cases will be reported to the FDA under the following MDR numbers: 3008780134-2019-00003 patient 01, 3008780134-2019-00004 patient 02, 3008780134-2019-00005 patient 03, 3008780134-2019-00006 patient 04, 3008780134-2019-00007 patient 05.

Event description:
Pentax medical was made aware of a complaint on 26-sep-2019 that occurred during the (B)(6) study in an operating room setting during use in the emea region. (B)(6) study is the short name for the "(B)(6) study on the efficacy and safety of the focal c2 cryoballoon ablation system in patients with barrett's esophagus-related neoplasia". The reported complaint from the primary investigator for the (B)(6) study brought up a concern about the stricture rate of 17%, which is higher than the expectation of approximately 13% per the prior study (coldplay-3), involving a pentax medical c2 cryoballoon golf controller, model fg-1017. Within the complaint, there were four adverse event patient cases mentioned where patients presented with strictures. Two patient cases were resolved after one dilation each, another two patients required multiple dilations. Additionally, during pentax medical data collection process, a 5th patient case was identified with strictures requiring dilation. There were no reported device issues or malfunctions at the time of the procedures. Patient 03 (# (B)(6)) had undergone six 10 second ablations during first treatment. Controller documented during the first treatment, model fg-1017, lot: 02112019-02, unknown serial number. Severe strictures were observed after first treatment which required multiple dilation treatments. The patient had a total of seven dilation treatments. Treatment one on (B)(6) 2019 resulted in a diameter of 14mm, treatment two on (B)(6) 2019 resulted in a diameter of 14mm, treatment three on (B)(6) 2019 resulted in a diameter of 16mm and treatment four on (B)(6) 2019 resulted in a diameter of 16mm. Three additional dilation treatments were performed on unknown dates with resulting unknown diameters, but the case was documented as resolved and a second ablation treatment was scheduled for (B)(6) 2019. A request is being sent to gather additional information about the reported events.